Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced a false atrial tachy response (atr) alert during the lead connection process. The alert was triggered by noise from the right atrial (ra) lead, which occurred when the leads were being connected, but this was identified as a false positive due to the lead connection noise. There were no adverse effects on the patient, and the device functioned properly without any pacing inhibition or inappropriate therapy delivery. This was purely a technical issue during the implant procedure and did not impact the patient's health or the device's performance.